Event description:
It was reported that this right atrial (ra) lead exhibited possible noise and high thresholds. It was noted that the patient was in very fast and fine atrial fibrillation (af) and that the patient has been in chronic af. Pace impedance measurements were noted to be very stable. Boston scientific technical services (ts) discussed it was possible that the noise was due to the very fine nature of the af and low sensitivity setting and that the it was not impacting pacing therapy. Ts discussed in clinic ra lead testing with the health care professional. No adverse patient effects were reported. Additional information was received that atrial fibrillation (af) undersensing along with ra oversensing of noise was observed. The health care professional (hcp) noted this patient will be seen in the clinic soon. Additional information as received that this ra lead exhibited a decrease in pace impedance measurements remaining within normal range. Oversensing was observed again resulting in atrial tachy response (atr) episodes. Ts discussed these issues could be due to an insulation issue however this was not confirmed. Ts also noted this could be lead on lead abrasion, as the right ventricular (rv) lead also exhibited noise. This ra lead remains in service.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was assigned because this is well known old lead. Issues occurring to old leads are not unexpected and can result from multiple causes.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited possible noise and high thresholds. It was noted that the patient was in very fast and fine atrial fibrillation (af) and that the patient has been in chronic af. Pace impedance measurements were noted to be very stable. Boston scientific technical services (ts) discussed it was possible that the noise was due to the very fine nature of the af and low sensitivity setting and that the it was not impacting pacing therapy. Ts discussed in clinic ra lead testing with the health care professional. No adverse patient effects were reported. Additional information was received that atrial fibrillation (af) undersensing along with ra oversensing of noise was observed. The health care professional (hcp) noted this patient will be seen in the clinic soon.